Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) recovery was high intermittently for level 1 and 3 on the day the event occurred. A siemens customer service engineer (cse) was at the customer site, prior to the customer calling in, and had rechecked all probe alignments. The cse was re-dispatched. After evaluating the instrument, the cse repaired reagent 2 drain tubing as it was split and adjusted alignments for both reagent and sample probes. The cse performed calibration and ran qc. The customer obtained abnormal flag. The cse then reset the result monitor, resulting satisfactory. The cause of the discordant, falsely elevated tacr result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated tacrolimus (tacr) result was obtained on one patient sample on a dimension rxl max with hm instrument. The initial result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower and matched a subsequent result obtained from the patient a day later. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tacr result.